Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, two xience xpedition stents (3.0x23mm, 2.25x23mm) were successfully implanted in the 90-95% stenosed proximal to mid left anterior descending coronary artery. A 2.75x18mm xience xpedition stent was successfully implanted in the 80% stenosed mid left circumflex coronary artery. Sometime later, the patient died. A relationship between the death and the implanted stents could not be determined. There was no additional information provided.